Event description:
A us distributor reported that a patient's electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The wires were cut in the trunk cable. The root cause for cut wires could not be positively identified. There was no adverse event that resulted from the damaged belt.